Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10: additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported conditions of the heat and vibration identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to the user, which is user error. UDI: (B)(4).

Event description:
It was reported by netherlands that during service and evaluation, it was determined that the motor device had heat and vibration. It was further observed that the device had component damage, wire damage, exposed wires, cosmetic damage due to being worn, damaged locking component, and cord damage. It was determined that the device was cracked. It was further determined that the device failed pretest for visual assessment, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector body, air pump assessment and handpiece temperature assessment. It was noted in the service order that the device was spoiled. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.